Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.078 ng/ml vs. An expected result <0.012 ng/ml) from a single patient sample run on the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result was not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 system. There is no indication that an instrument related issue contributed to the event. In addition, the patient sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample. A definitive cause has not been determined. However, pre-analytical sample processing issue and/or a reagent issue could not be ruled out as contributing factors.